Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, the lead exhibited high thresholds. The physician tested the thresholds in multiple parts of the ventricle and threshold was high. The rv lead was removed and replaced with another lead, the test parameters were normal, and the implantation was completed. No patient complications have been reported as a result of this event.